Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode on the right atrial (ra) lead due to oversensing of the minute ventilation (mv) signal which resulted in the mv sensor being disabled. This lead is a non-boston scientific product. It was noted the ra pacing impedances was low out of range measuring, less than 200 ohms. At this time, the pacemaker and non-bsc lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode on the right atrial (ra) lead due to oversensing of the minute ventilation (mv) signal which resulted in the mv sensor being disabled. This lead is a non-boston scientific product. It was noted the ra pacing impedances was low out of range measuring, less than 200 ohms. At this time, the pacemaker and non-bsc lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated this device was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode on the right atrial (ra) lead due to oversensing of the minute ventilation (mv) signal which resulted in the mv sensor being disabled. This lead is a non-boston scientific product. It was noted the ra pacing impedances was low out of range measuring, less than 200 ohms. At this time, the pacemaker and non-bsc lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated this device was explanted and replaced successfully. No additional adverse patient effects were reported.